Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-91202.

Event description:
The customer reported that he was in a car accident when he experienced low blood glucose levels while driving. The customer stated that he ran into a telephone pole, and was taken to the hospital by the paramedics. The customer uploaded the insulin pump to carelink, and found that the insulin pump had alarmed him of his low blood glucose levels. However the customer stated that he never heard the alarms. The customer asked if there was a way to make the alarms louder. Advised the customer that the audio alerts can be set to beep long. The customer understood. Nothing further was reported.